Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. The blood glucose level was at 146 mg/dl the time of incident. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states battery compartment is neither damaged nor corroded. Display return after pump restart. Customer stated that the insulin pump had pump error alarm as well as critical pump error alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up after battery installation. No blank display noted. Device was received with a critical pump error (open book image) alarm and unable to download, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify a broken force sensor was detected during seating or regular delivery error alarm due to critical pump error (open book image) alarm.